Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012152075 was returned and analyzed. The catheter was received with the array in a circular shape. The guidewire was not returned. No anomalies were identified during visual inspection of the shaft and handle. Visual inspection of the spiral array revealed a kink on the distal arm, 0.63 inches proximal to the tip. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. Data from the catheter identification chip confirmed the catheter was programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage. The electrical continuity test revealed an open loop between electrode 8 to pin 9. X-ray imaging s howed a broken electrode wire inside the shaft. Prior to dissection, the catheter was x-ray examined. No anomaly was observed for the nitinol inside the tip and dual lumen. In conclusion, the catheter did not pass returned product inspection due to a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the electrical potential could not be obtained during catheter insertion. The catheter interface cable was reconnected and then replaced without resolution. The loop catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction h11 product event summary: the pscc100 loop catheter with lot number 0012501229 was returned and analyzed not the pscc100 loop catheter with lot number 0012152075. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.